Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 1 pn 32x4 italy vig needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: the consumer reported that during the injection the piston did not move as usual and that the inner part of the needle was devoid of the part that normally goes into the rubber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04 h6: investigation summary one open 32g x 4mm pen needle sample was returned from lot. No. 0309952, cat. No. 320140. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. A functionality test was also carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10

Event description:
It was reported that 1 pn 32x4 italy vig needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter : the consumer reported that during the injection the piston did not move as usual and that the inner part of the needle was devoid of the part that normally goes into the rubber.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 1 pn 32x4 italy vig needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: the consumer reported that during the injection the piston did not move as usual and that the inner part of the needle was devoid of the part that normally goes into the rubber.